Manufacturer narrative:
Analysis of the pump found pump battery with high resistance.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 751.7 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and other spasticity. The patient¿s medical history included cerebral palsy. It was reported a reset occurred ¿ low battery on (B)(6) 2015 at 3:52. The pump was in safe state on (B)(6) 2015 at 3:52. The patient presented to the emergency room (ER) on (B)(6) 2015 due to the alarming pump. The patient¿s only symptom was a mild increase in spasticity. The issue was identified when the hcp read the logs. The pump was reprogrammed to flex mode 751.7 mcg/day on (B)(6) 2015. The pump was replaced as a result. The issue was resolved at the time of this report. The patient status at the time of this report was ¿alive ¿ no injury.¿ if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.